Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was found out of specification in relation to the customer reported white screen which was reproduced. The reported condition was verified. The cause was determined to be processor board by utilizing known good unit. The processor board was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump which had a white screen. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.